Event description:
Subsequent to the initial MDR, clarification was provided. The patient prepped the area with flonase spray and barrier products (tegaderm) prior to sensor insertion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the initial MDR, "the patient stated he consulted an hcp almost 4 months after the skin reaction was experienced and was advised to treat the reaction was with a flonase spray, skin prep and tegaderm (all over-the-counter products)."

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient developed a skin reaction with itching, burning, rash, redness, inflammation, blisters, dry skin, a raised rough scar, and drainage, under entire patch area. The patient stated he consulted an hcp almost 4 months after the skin reaction was experienced and was advised to treat the reaction was with a flonase spray, skin prep and tegaderm (all over-the-counter products). At the time of the report the patient stated he was stable and the skin reaction was a bit better. No data or product was provided for investigation. The allegation was undetermined. The probable cause could not be determined. No additional patient or event information is available.